Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain (10/10)") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal cyst and ovarian biopsy. On (B)(6) 2017, denies widespread muscle pain. No joint pain or swelling. No weight loss or fevers. Previously administered products included for birth control: nuvaring from 2001 to 2005. Concurrent conditions included herniated disc (in neck nature of treatment-two cervical epidurals, medication, physical therapy. Approximate date of treatment- (B)(6) 2016,spring 2017,various dates throughout 2017), neck pain (severe) since (B)(6) 2017, menstruation irregular since (B)(6) 2017, perimenopause since (B)(6) 2017, human papilloma virus infection since (B)(6) 2017, ventricular tachycardia (sip ablation) since (B)(6) 2017, poor sleep (at night) since (B)(6) -2017, low back pain since (B)(6) 2017, shoulder pain since (B)(6) 2017, ill feeling since (B)(6) -2017, weight gain since (B)(6) 2017, perimenopause since (B)(6) 2017, hyperthyroidism since (B)(6) 2017, bloating since (B)(6) 2017, mood swings since (B)(6) 2017, feeling sick since (B)(6) 2017, constipation since (B)(6) 2017, metrorrhagia (that is off on every other month for a couple of years) since (B)(6) 2017, night sweats since (B)(6) 2017, dyspareunia (no vaginal bleeding during sex.) Since (B)(6) 2017, menses irregular since (B)(6) 2017, menometrorrhagia since (B)(6) 2017, endometrial biopsy since (B)(6) 2017, fibromyalgia since (B)(6) 2017, endometrial polyp since (B)(6) 2017, bleeding breakthrough since (B)(6) 2017, fibroids (also wants to get fibroids out ready for hysterectomy.) Since (B)(6) 2017, pain in arm since (B)(6) 2017, numbness since (B)(6) 2017, upper back pain since 29-mar-2017, painful r arm since (B)(6) 2017, paresthesia since (B)(6) 2017, musculoskeletal pain since (B)(6) 2017, uterine fibroid since (B)(6) 2017, fibroids since (B)(6) 2017 and adenomyosis since (B)(6) 2017. Concomitant products included methocarbamol (robaxin) for cervical cancer and muscle spasms, vicodin (norco) for neck pain and abdominal cramps, cyclobenzaprine hydrochloride (flexeril) for pain, thyroid (armour thyroid) since 2015 for thyroid stimulating hormone, foggy feeling in head, memory disturbance and hypothyroidism as well as estrogen nos (estrogen) since (B)(6) 2018, ibuprofen (advil), ibuprofen (motrin), meloxicam since 2017, naproxen and testosterone since (B)(6) 2018. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)") and memory impairment ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)"). In 2010, the patient experienced fatigue ("chronic fatigue"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cyst ("cysts"), insomnia ("insomnia,"), depression ("depression /psychological or psychiatric problems condition: depression"), blood oestrogen increased ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)"), hormone level abnormal ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tachycardia ("blood or heart disorder/condition type: tachycardia"), allergy to metals ("nickel allergy") with rash, dysmenorrhoea ("dysmenorrhea (cramping) severe cramping /discomfort like a period cramp after placement for a few days"), abdominal pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding)") and flank pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding) (10/10)"). The patient was treated with progesterone, levothyroxine, surgery (had surgery to remove the essure, on (B)(6) 2017 hysterectomy (full) with bilateral salpingectomy) and surgery (two heart ablation procedures.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, cyst, insomnia, blood oestrogen increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypothyroidism, bladder disorder, urinary tract disorder, endometriosis, tachycardia, feeling abnormal, memory impairment, allergy to metals, dysmenorrhoea, alopecia, abdominal pain and flank pain outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, blood oestrogen increased, cyst, depression, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, flank pain, genital haemorrhage, hormone level abnormal, hypothyroidism, insomnia, memory impairment, menorrhagia, pelvic pain, tachycardia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, findings: uterus sounded to 8-9 cm, multiple fibroids seen on the uterus, bilateral tubes appeared normal with essure implant intact - not perforating thru at any part bilateral ovaries normal right ovary with pedunculated mass (looks like fibroma) indication: with menometrorrhagia and pelvic pain. Patient with history of essure implants and wanted them out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Bio-identicle hormone replacement therapy used for treatment of pain severe abdominal and low back pain in kidney area. Amour thyroid medication used for autoimmune disorder type of disorder: hypothyroidism. Amour thyroid was given for brain fog, memory issues, chronic fatigue and hair loss. Approximate weight at the time of essure placement 160 lbs. Two cervical epidural medication, physical therapy for herniated discs in neck from (B)(6) 2016, spring 2017, various dates throughout 2017. Amour thyroid was taken from 2015, 2016,2017 upto now (current). On (B)(6) 2017, had epidural done outside of kaiser was helping pain, now having neck pain again. Requesting refill of muscle relaxer. Ventricular tachycardia sip ablation. Periods are irregular. Going through perimenopause. Plan: gyn cytology screening for hpv plan: hpv cotest screening, age 30-65, high risk types, amplified probe declines influenza vaccination, zhypothyroidism plan: mammo bilateral screening sequential wor wo computer aided detection analysis on (B)(6) 2017, endorses pelvic, low back pain- was seen in gyn. Pain is worse at the time of her periods. Does have chronic neck/shoulder pain; was told she has bulging discs in neck. This pain is more manageable. On (B)(6) 2017, have a low suspicion for an underlying autoimmune process, but working up further with the following: checking ana and subserologies, anca, complements, ua, spot protein, esr, crp, cbc, creatinine, al t, vitamin d. -although patient lacks widespread tender points, clinical presentation does raises the suspicion for fibromyalgia- patient technically meets 2010 acr criteria for fibromyalgia. Discuss treatment options further with patient, once additional labs are back. Can consider a trial of savella, given strong fatigue component. On (B)(6) 2017, history-neck pain. Findings- there is mild reversal of the normal lordosis at the c4-cs level. There is, severe disc space narrowing at the c5-c6 level. There is mild disc space narrowing at the remaining levels of the cervical spine. The vertebral body heights are within normal l limits. The bone marrow signal is within normal limits. The posterior fossa unremarkable. The spinal cord is of normal signal and caliber. On (B)(6) 2017, constipation worse at the time of the period. Takes an herbal supplement works well. Eats healthy. Never tried hormonal management - never took oral contraceptive pills - carcinogen. Has taken narcotics in past for cervical pain . Not very sex active due to pain and fatigue. On the same day, declines vaccination , screening mammogram for breast cancer, mammo bilateral screening sequential w or wo computer aided detection analysis , us trans abdominal and transvaginal pelvis non ob complete ,hcg , pregnancy test: urine poct , surgical pathology. Irregular vaginal bleeding rule out polyp or fibroid emb done check ultrasound pelvic pain could be endometriosis rule out fibromyalgia lots of pain and fatigue - will message rheumatology and see if referral is appropriate. Healthy lifestyle recommended - patient not able to exercise or do much due to pain and fatigue - although some symptoms may be related to menopause this is not typical for menopause patient thinks her essure is causing some of the symptoms - we can consider removing essure and or diagnostic laparoscopic for endometriosis - check ultrasound rule out cysts or fibroid. Recommend oral contraceptive pills low dose to control painful periods and ·irregular vaginal bleeding but patient declines. On the same day, ,proliferative endometrium ,no malignancy is identified gross description- the specimen is received in a formalin filled container labeled with the patients 10. The specimen consists of 2.8 cc of tan mucoid material and blood clot. Filtered. Ae/1. On the same day, impression: 1. Expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. 2. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1.7 x 2 x 1.8 cm. 3. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Assessment: pre operative exam. Uterine fibroids. Presence of essure implant contraceptive. On (B)(6) 2017, surgical pathology report- clinical history- reason: patient has pelvic pain and irregular vaginal bleeding and history of fibroids . Patient with nickel implants in tubes - essure. Please check to see they have not migrated and evaluate fibroid location no results found for this base name: cr, gfr findings- metallic artifact with linear signal loss related to be essure devices are noted bilaterally in the fallopian tubes adjacent to the uterine cornua most prominently seen on t2-weighted and post contrast t1-weighted sequences with fat saturation. The uterus is retroverted. The uterus measures 7.8 x 4.5 x 5.9 cm. The uterus contains multiple intramural uterine fibroids, the largest of which is located within the anterior uterine body demonstrates heterogeneous enhancement measuring approximately 1.7 x 2x1.8cm. There is a small submucosal fibroid near the right uterine fundus demonstrating heterogeneous enhancement and measuring approximately .8 x 9 x 8 mm. The left ovary appears normal in size and measures 18 x 11 mm. The right ovary contains a physiologic appearing follicle and measures 2.9 x 2.2 cm. The follicle measures 1.6 x 1.3 cm. Trace free fluid in the pelvic cul-de-sac, likely physiologic. No pelvic lymphadenopathy as is the radiologic size criteria. There is a small cystic-appearing structure within the right vaginal introitus demonstrating no appreciable enhancement measuring 7 x 12 x 9 mm most compatible with a bartholin's gland cyst. Impression- expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1 . 7 x 2 x 1 . 8 cm. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Physiologic appearing right ovarian follicle measuring 2.9 x 2.2 cm. In reproductive age women with physiologic appearing follicles, no follow up typically recommended. Please correlate with menopausal status. Trace free fluid in the pelvis, likely physiologic. Probable right vaginal introits 7 x 12 x 9 mm bartholin¿s gland cyst. On (B)(6) 2017, hpi: lots of cramping with bowel movement, gas cramps. Cramping swelling much better. On (B)(6) 2017, after outside MRI and cesi in december helped. Symptoms returned right side neck, feels stiff and swollen, down to shoulder blade and paresthesia¿s in rue. On (B)(6) 2017, final pathologic diagnosis. A ovary, cyst, biopsy, right: benign ovarian fibroma b. Uterus, fibroid wi tube(s) I ovary(s), hysterectomy: cervix: chronic cervicitis and squamous metaplasia, nabothian cysts, endometrium: secretory endometrium myometrium: adenomyosis, leiomyoma, adenomatoid tumor fallopian tubes: no significant pathology. No malignancy identified. Clinical history: fibroid uterus, right ovarian biopsy, uterus, cervix, bilateral fallopian tubes. On (B)(6) 2017, essure-not perforated. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporters were added. Patient¿s detail, historical drug, historical condition, concomitant disease, concomitant drugs, treatment drug and unstructured relevant tests were added. Hormonal changes describe: estrogen dominance, hormonal imbalance, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: hypothyroidism, rashes or skin conditions type: rash on abdomen, rash to white gold, bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition: endometriosis, blood or heart disorder/condition type: tachycardia, neurological conditions or problems type: brain fog, memory issues, nickel allergy, dysmenorrhea (cramping) severe cramping /discomfort like a period cramp after placement for a few days, hair loss and pain severe abdominal and low back pain in kidney area were added as events. Essure indication was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain (10/10)") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included vaginal cyst and ovarian biopsy. On 16jan2017, denies widespread muscle pain. No joint pain or swelling. No weight loss or fevers. Previously administered products included for birth control: nuvaring from 2001 to 2005. Concurrent conditions included herniated disc (in neck nature of treatment-two cervical epidurals, medication, physical therapy. Approximate date of treatment- dec 2016,spring 2017,various dates throughout 2017), neck pain (severe) since (B)(6) 2017, menstruation irregular since (B)(6) 2017, perimenopause since (B)(6) 2017, human papilloma virus infection since (B)(6) 2017, ventricular tachycardia (sip ablation) since (B)(6) 2017, poor sleep (at night) since (B)(6) 2017, low back pain since (B)(6) 2017, shoulder pain since (B)(6) 2017, ill feeling since (B)(6) 2017, weight gain since (B)(6) 2017, perimenopause since (B)(6) 2017, hyperthyroidism since (B)(6) 2017, bloating since (B)(6) 2017, mood swings since (B)(6) 2017, feeling sick since (B)(6) 2017, constipation since (B)(6) 2017, metrorrhagia (that is off on every other month for a couple of years) since (B)(6) 2017, night sweats since (B)(6) 2017, dyspareunia (no vaginal bleeding during sex.) Since 7-mar-2017, menses irregular since (B)(6) 2017, menometrorrhagia since (B)(6) 2017, endometrial biopsy since (B)(6) 2017, fibromyalgia since (B)(6) 2017, endometrial polyp since (B)(6) 2017, bleeding breakthrough since (B)(6) 2017, fibroids (also wants to get fibroids out ready for hysterectomy.) Since (B)(6) 2017, pain in arm since (B)(6) 2017, numbness since (B)(6) 2017, upper back pain since (B)(6) 2017, painful r arm since (B)(6) 2017, paresthesia since (B)(6) 2017, musculoskeletal pain since (B)(6) 2017, uterine fibroid since (B)(6) 2017, fibroids since (B)(6) 2017 and adenomyosis since (B)(6) 2017. Concomitant products included thyroid (armour thyroid) since 2015 for blood thyroid stimulating hormone abnormal, foggy feeling in head, memory disturbance and hypothyroidism, methocarbamol (robaxin) for cervical cancer and muscle spasms, vicodin (norco) for neck pain and abdominal cramps, cyclobenzaprine hydrochloride (flexeril) for pain as well as estrogen nos (estrogen) since march 2018, ibuprofen (advil), ibuprofen (motrin), meloxicam since 2017, naproxen and testosterone since march 2018. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)") and memory impairment ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)"). In 2010, the patient experienced fatigue ("chronic fatigue"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cyst ("cysts"), insomnia ("insomnia,"), depression ("depression /psychological or psychiatric problems condition: depression"), blood oestrogen increased ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)"), hormone level abnormal ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tachycardia ("blood or heart disorder/condition type: tachycardia"), allergy to metals ("nickel allergy") with rash, dysmenorrhoea ("dysmenorrhea (cramping) severe cramping /discomfort like a period cramp after placement for a few days"), abdominal pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding)") and flank pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding) (10/10)"). The patient was treated with progesterone, levothyroxine, surgery (had surgery to remove the essure, on (B)(6) 2017 hysterectomy (full) with bilateral salpingectomy) and surgery (two heart ablation procedures.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, cyst, insomnia, blood oestrogen increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypothyroidism, bladder disorder, urinary tract disorder, endometriosis, tachycardia, feeling abnormal, memory impairment, allergy to metals, dysmenorrhoea, alopecia, abdominal pain and flank pain outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, blood oestrogen increased, cyst, depression, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, flank pain, genital haemorrhage, hormone level abnormal, hypothyroidism, insomnia, memory impairment, menorrhagia, pelvic pain, tachycardia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on 27apr2017, findings: uterus sounded to 8-9 cm, multiple fibroids seen on the uterus, bilateral tubes appeared normal with essure implant intact - not perforating thru at any part bilateral ovaries normal right ovary with pedunculated mass (looks like fibroma) indication: with menometrorrhagia and pelvic pain. Patient with history of essure implants and wanted them out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Bio-identicle hormone replacement therapy used for treatment of pain severe abdominal and low back pain in kidney area. Amour thyroid medication used for autoimmune disorder type of disorder: hypothyroidism. Amour thyroid was given for brain fog, memory issues, chronic fatigue and hair loss. Approximate weight at the time of essure placement 160 lbs. Two cervical epidural medication, physical therapy for herniated discs in neck from dec-2016, spring 2017, various dates throughout 2017. Amour thyroid was taken from 2015, 2016,2017 upto now (current). On (B)(6) 2017, had epidural done outside of kaiser was helping pain, now having neck pain again. Requesting refill of muscle relaxer. Ventricular tachycardia sip ablation. Periods are irregular. Going through perimenopause. Plan: gyn cytology screening for hpv plan: hpv cotest screening, age 30-65, high risk types, amplified probe declines influenza vaccination, zhypothyroidism plan: mammo bilateral screening sequential wor wo computer aided detection analysis on (B)(6) 2017, endorses pelvic, low back pain- was seen in gyn. Pain is worse at the time of her periods. Does have chronic neck/shoulder pain; was told she has bulging discs in neck. This pain is more manageable. On (B)(6) 2017, have a low suspicion for an underlying autoimmune process, but working up further with the following: checking ana and subserologies, anca, complements, ua, spot protein, esr, crp, cbc, creatinine, al t, vitamin d. -although patient lacks widespread tender points, clinical presentation does raises the suspicion for fibromyalgia- patient technically meets 2010 acr criteria for fibromyalgia. Discuss treatment options further with patient, once additional labs are back. Can consider a trial of savella, given strong fatigue component. On (B)(6) 2017, history-neck pain findings- there is mild reversal of the normal lordosis at the c4-cs level. There is, severe disc space narrowing at the c5-c6 level. There is mild disc space narrowing at the remaining levels of the cervical spine. The vertebral body heights are within normal l limits. The bone marrow signal is within normal limits. The posterior fossa unremarkable. The spinal cord is of normal signal and caliber. On (B)(6) 2017, constipation worse at the time of the period. Takes an herbal supplement works well. Eats healthy. Never tried hormonal management - never took oral contraceptive pills - carcinogen has taken narcotics in past for cervical pain . Not very sex active due to pain and fatigue. On the same day, declines vaccination , screening mammogram for breast cancer, mammo bilateral screening sequential w or wo computer aided detection analysis , us trans abdominal and transvaginal pelvis non ob complete ,hcg , pregnancy test: urine poct , surgical pathology irregular vaginal bleeding rule out polyp or fibroid emb done check ultrasound pelvic pain could be endometriosis rule out fibromyalgia lots of pain and fatigue - will message rheumatology and see if referral is appropriate. Healthy lifestyle recommended - patient not able to exercise or do much due to pain and fatigue - although some symptoms may be related to menopause this is not typical for menopause patient thinks her essure is causing some of the symptoms - we can consider removing essure and or diagnostic laparoscopic for endometriosis - check ultrasound rule out cysts or fibroid. Recommend oral contraceptive pills low dose to control painful periods and ·irregular vaginal bleeding but patient declines. On the same day, ,proliferative endometrium ,no malignancy is identified gross description- the specimen is received in a formalin filled container labeled with the patients 10. The specimen consists of 2.8 cc of tan mucoid material and blood clot. Filtered. Ae/1 on the same day, impression: 1. Expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. 2. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1.7 x 2 x 1.8 cm. 3. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Assessment: pre operative exam. Uterine fibroids. Presence of essure implant contraceptive. On (B)(6) 2017, surgical pathology report- clinical history- reason: patient has pelvic pain and irregular vaginal bleeding and history of fibroids . Patient with nickel implants in tubes - essure. Please check to see they have not migrated and evaluate fibroid location no results found for this base name: cr, gfr findings- metallic artifact with linear signal loss related to be essure devices are noted bilaterally in the fallopian tubes adjacent to the uterine cornua most prominently seen on t2-weighted and post contrast t1-weighted sequences with fat saturation. The uterus is retroverted. The uterus measures 7.8 x 4.5 x 5.9 cm. The uterus contains multiple intramural uterine fibroids, the largest of which is located within the anterior uterine body demonstrates heterogeneous enhancement measuring approximately 1.7 x 2x1.8cm. There is a small submucosal fibroid near the right uterine fundus demonstrating heterogeneous enhancement and measuring approximately.8 x 9 x 8 mm. The left ovary appears normal in size and measures 18 x 11 mm. The right ovary contains a physiologic appearing follicle and measures 2.9 x 2.2 cm. The follicle measures 1.6 x 1.3 cm. Trace free fluid in the pelvic cul-de-sac, likely physiologic. No pelvic lymphadenopathy as is the radiologic size criteria. There is a small cystic-appearing structure within the right vaginal introitus demonstrating no appreciable enhancement measuring 7 x 12 x 9 mm most compatible with a bartholin's gland cyst. Impression- expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1 . 7 x 2 x 1 . 8 cm. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Physiologic appearing right ovarian follicle measuring 2.9 x 2.2 cm. In reproductive age women with physiologic appearing follicles, no follow up typically recommended. Please correlate with menopausal status. Trace free fluid in the pelvis, likely physiologic. Probable right vaginal introits 7 x 12 x 9 mm bartholin¿s gland cyst. On 22mar2017, hpi: lots of cramping with bowel movement, gas cramps. Cramping swelling much better. On 29mar2017, after outside MRI and cesi in december helped. Symptoms returned right side neck, feels stiff and swollen, down to shoulder blade and paresthesia¿s in rue on 27apr2017, final pathologic diagnosis a ovary, cyst, biopsy, right: benign ovarian fibroma b. Uterus, fibroid wi tube(s) I ovary(s), hysterectomy: cervix: chronic cervicitis and squamous metaplasia, nabothian cysts, endometrium: secretory endometrium myometrium: adenomyosis, leiomyoma, adenomatoid tumor fallopian tubes: no significant pathology. No malignancy identified. Clinical history: fibroid uterus, right ovarian biopsy, uterus, cervix, bilateral fallopian tubes. On 30apr2017, essure-not perforated. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain (10/10)') and genital haemorrhage ('heavy bleeding /abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included vaginal cyst and ovarian biopsy. On (B)(6) 2017, denies widespread muscle pain. No joint pain or swelling. No weight loss or fevers. Previously administered products included for birth control: nuvaring from 2001 to 2005. Concurrent conditions included fibroids since (B)(6) 2017, adenomyosis since (B)(6) 2017, uterine fibroid since (B)(6) 2017, musculoskeletal pain since (B)(6) 2017, pain in arm since (B)(6) 2017, numbness since (B)(6) 2017, upper back pain since (B)(6) 2017, painful r arm since (B)(6) 2017, paresthesia since (B)(6) 2017, fibroids (also wants to get fibroids out ready for hysterectomy.) Since (B)(6) 2017, bleeding breakthrough since (B)(6) 2017, bloating since (B)(6) 2017, mood swings since (B)(6) 2017, feeling sick since (B)(6) 2017, constipation since (B)(6) 2017, metrorrhagia (that is off on every other month for a couple of years) since (B)(6) 2017, night sweats since (B)(6) 2017, dyspareunia (no vaginal bleeding during sex.) Since (B)(6) 2017, menses irregular since (B)(6) 2017, menometrorrhagia since (B)(6) 2017, endometrial biopsy since (B)(6) 2017, fibromyalgia since (B)(6) 2017, endometrial polyp since (B)(6) 2017, hyperthyroidism since (B)(6) 2017, perimenopause since (B)(6) 2017, weight gain since (B)(6) 2017, poor sleep (at night) since (B)(6) 2017, low back pain since (B)(6) 2017, shoulder pain since (B)(6) 2017, ill feeling since (B)(6) 2017, neck pain (severe) since (B)(6) 2017, menstruation irregular since (B)(6) 2017, perimenopause since (B)(6) 2017, human papilloma virus infection since (B)(6) 2017, ventricular tachycardia (sip ablation) since (B)(6) 2017 and herniated disc (in neck nature of treatment-two cervical epidurals, medication, physical therapy. Approximate date of treatment- (B)(6) 2016, spring 2017, various dates throughout 2017). Concomitant products included thyroid (armour thyroid) since 2015 for blood thyroid stimulating hormone abnormal, foggy feeling in head, memory disturbance and hypothyroidism, methocarbamol (robaxin) for cervical cancer and muscle spasms, hydrocodone bitartrate;paracetamol (norco) for neck pain and abdominal cramps, cyclobenzaprine hydrochloride (flexeril) for pain as well as estradiol (estrogen) since (B)(6) 2018, ibuprofen, ibuprofen (motrin), meloxicam since 2017, naproxen and testosterone since (B)(6) 2018. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)") and memory impairment ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)"). In 2010, the patient experienced fatigue ("chronic fatigue"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cyst ("cysts"), insomnia ("insomnia,"), depression ("depression /psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tachycardia ("blood or heart disorder/condition type: tachycardia"), allergy to metals ("nickel allergy") with rash, dysmenorrhoea ("dysmenorrhea (cramping) severe cramping /discomfort like a period cramp after placement for a few days"), abdominal pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding)"), flank pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding) (10/10)") and pyrexia ("keep and eye on the fever") and was found to have blood oestrogen increased ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)") and hormone level abnormal ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)"). The patient was treated with levothyroxine, progesterone and surgery (two heart ablation procedures. And had surgery to remove the essure, on (B)(6) 2017 hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, cyst, insomnia, blood oestrogen increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypothyroidism, bladder disorder, urinary tract disorder, endometriosis, tachycardia, feeling abnormal, memory impairment, allergy to metals, dysmenorrhoea, alopecia, abdominal pain, flank pain and pyrexia outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, blood oestrogen increased, cyst, depression, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, flank pain, genital haemorrhage, hormone level abnormal, hypothyroidism, insomnia, memory impairment, menorrhagia, pelvic pain, pyrexia, tachycardia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, findings: uterus sounded to 8-9 cm, multiple fibroids seen on the uterus, bilateral tubes appeared normal with essure implant intact - not perforating thru at any part bilateral ovaries normal right ovary with pedunculated mass (looks like fibroma) indication: with menometrorrhagia and pelvic pain. Patient with history of essure implants and wanted them out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Bio-identicle hormone replacement therapy used for treatment of pain severe abdominal and low back pain in kidney area. Amour thyroid medication used for autoimmune disorder type of disorder: hypothyroidism. Amour thyroid was given for brain fog, memory issues, chronic fatigue and hair loss. Approximate weight at the time of essure placement 160 lbs. Two cervical epidural medication, physical therapy for herniated discs in neck from (B)(6) 2016, spring 2017, various dates throughout 2017. Amour thyroid was taken from 2015, 2016, 2017 upto now (current). On (B)(6) 2017, had epidural done outside of kaiser was helping pain, now having neck pain again. Requesting refill of muscle relaxer. Ventricular tachycardia sip ablation. Periods are irregular. Going through perimenopause. Plan: gyn cytology screening for hpv plan: hpv cotest screening, age 30-65, high risk types, amplified probe declines influenza vaccination, zhypothyroidism. Plan: mammo bilateral screening sequential wor wo computer aided detection analysis on (B)(6) 2017, endorses pelvic, low back pain- was seen in gyn. Pain is worse at the time of her periods. Does have chronic neck/shoulder pain; was told she has bulging discs in neck. This pain is more manageable. On (B)(6) 2017, have a low suspicion for an underlying autoimmune process, but working up further with the following: checking ana and subserologies, anca, complements, ua, spot protein, esr, crp, cbc, creatinine, al t, vitamin d. -although patient lacks widespread tender points, clinical presentation does raises the suspicion for fibromyalgia- patient technically meets 2010 acr criteria for fibromyalgia. Discuss treatment options further with patient, once additional labs are back. Can consider a trial of savella, given strong fatigue component. On (B)(6) 2017, history-neck pain findings- there is mild reversal of the normal lordosis at the c4-cs level. There is, severe disc space narrowing at the c5-c6 level. There is mild disc space narrowing at the remaining levels of the cervical spine. The vertebral body heights are within normal l limits. The bone marrow signal is within normal limits. The posterior fossa unremarkable. The spinal cord is of normal signal and caliber. On (B)(6) 2017, constipation worse at the time of the period. Takes an herbal supplement works well. Eats healthy. Never tried hormonal management - never took oral contraceptive pills - carcinogen. Has taken narcotics in past for cervical pain . Not very sex active due to pain and fatigue. On the same day, declines vaccination , screening mammogram for breast cancer, mammo bilateral screening sequential w or wo computer aided detection analysis , us trans abdominal and transvaginal pelvis non ob complete ,hcg , pregnancy test: urine poct , surgical pathology irregular vaginal bleeding rule out polyp or fibroid emb done check ultrasound pelvic pain could be endometriosis rule out fibromyalgia lots of pain and fatigue - will message rheumatology and see if referral is appropriate. Healthy lifestyle recommended - patient not able to exercise or do much due to pain and fatigue - although some symptoms may be related to menopause this is not typical for menopause patient thinks her essure is causing some of the symptoms - we can consider removing essure and or diagnostic laparoscopic for endometriosis - check ultrasound rule out cysts or fibroid. Recommend oral contraceptive pills low dose to control painful periods and ·irregular vaginal bleeding but patient declines. On the same day, proliferative endometrium ,no malignancy is identified gross description- the specimen is received in a formalin filled container labeled with the patients 10. The specimen consists of 2.8 cc of tan mucoid material and blood clot. Filtered. Ae/1. On the same day, impression: 1. Expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. 2. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1.7 x 2 x 1.8 cm. 3. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Assessment: pre operative exam. Uterine fibroids. Presence of essure implant contraceptive. On (B)(6) 2017, surgical pathology report- clinical history- reason: patient has pelvic pain and irregular vaginal bleeding and history of fibroids . Patient with nickel implants in tubes - essure. Please check to see they have not migrated and evaluate fibroid location no results found for this base name: cr, gfr findings- metallic artifact with linear signal loss related to be essure devices are noted bilaterally in the fallopian tubes adjacent to the uterine cornua most prominently seen on t2-weighted and post contrast t1-weighted sequences with fat saturation. The uterus is retroverted. The uterus measures 7.8 x 4.5 x 5.9 cm. The uterus contains multiple intramural uterine fibroids, the largest of which is located within the anterior uterine body demonstrates heterogeneous enhancement measuring approximately 1.7 x 2x1.8cm. There is a small submucosal fibroid near the right uterine fundus demonstrating heterogeneous enhancement and measuring approximately.8 x 9 x 8 mm. The left ovary appears normal in size and measures 18 x 11 mm. The right ovary contains a physiologic appearing follicle and measures 2.9 x 2.2 cm. The follicle measures 1.6 x 1.3 cm. Trace free fluid in the pelvic cul-de-sac, likely physiologic. No pelvic lymphadenopathy as is the radiologic size criteria. There is a small cystic-appearing structure within the right vaginal introitus demonstrating no appreciable enhancement measuring 7 x 12 x 9 mm most compatible with a bartholin's gland cyst. Impression- expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1 . 7 x 2 x 1 . 8 cm. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Physiologic appearing right ovarian follicle measuring 2.9 x 2.2 cm. In reproductive age women with physiologic appearing follicles, no follow up typically recommended. Please correlate with menopausal status. Trace free fluid in the pelvis, likely physiologic. Probable right vaginal introits 7 x 12 x 9 mm bartholin¿s gland cyst. On (B)(6) 2017, hpi: lots of cramping with bowel movement, gas cramps. Cramping swelling much better. On (B)(6) 2017, after outside MRI and cesi in december helped. Symptoms returned right side neck, feels stiff and swollen, down to shoulder blade and paresthesia¿s in rue on (B)(6) 2017, final pathologic diagnosis a ovary, cyst, biopsy, right: benign ovarian fibroma b. Uterus, fibroid wi tube(s) I ovary(s), hysterectomy: cervix: chronic cervicitis and squamous metaplasia, nabothian cysts, endometrium: secretory endometrium myometrium: adenomyosis, leiomyoma, adenomatoid tumor fallopian tubes: no significant pathology. No malignancy identified. Clinical history: fibroid uterus, right ovarian biopsy, uterus, cervix, bilateral fallopian tubes. On (B)(6) 2017, essure-not perforated. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: keep and eye on the fever. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Events added from pfs- keep and eye on the fever. Reporter information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain (10/10)') and genital haemorrhage ('heavy bleeding /abnormal bleeding (general)') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included vaginal cyst and ovarian biopsy. On (B)(6) 2017, denies widespread muscle pain. No joint pain or swelling. No weight loss or fevers. No disc issue before. Previously administered products included for birth control: nuvaring from 2001 to 2005. Concurrent conditions included fibroids since (B)(6) 2017, adenomyosis since (B)(6) 2017, uterine fibroid since (B)(6) 2017, musculoskeletal pain since (B)(6)2017, pain in arm since (B)(6)2017, numbness since (B)(6)2017, upper back pain since (B)(6)2017, painful r arm since (B)(6)2017, paresthesia since (B)(6)2017, fibroids (also wants to get fibroids out ready for hysterectomy.) Since (B)(6)2017, bleeding breakthrough since (B)(6)2017, bloating since (B)(6)2017, mood swings since (B)(6)2017, feeling sick since (B)(6)2017, constipation since (B)(6)2017, metrorrhagia (that is off on every other month for a couple of years) since (B)(6)2017, night sweats since (B)(6)2017, dyspareunia (no vaginal bleeding during sex.) Since (B)(6)2017, menses irregular since (B)(6)2017, menometrorrhagia since (B)(6)2017, endometrial biopsy since (B)(6)2017, fibromyalgia since (B)(6)2017, endometrial polyp since (B)(6)2017, hyperthyroidism since (B)(6)2017, perimenopause since (B)(6)2017, weight gain since (B)(6)2017, poor sleep (at night) since (B)(6)2017, low back pain since (B)(6)2017, shoulder pain since (B)(6)2017, ill feeling since (B)(6)2017, neck pain (severe) since (B)(6)2017, menstruation irregular since (B)(6)2017, perimenopause since (B)(6)2017, human papilloma virus infection since (B)(6)2017, ventricular tachycardia (sip ablation) since (B)(6)2017 and herniated disc (in neck nature of treatment- two cervical epidurals, medication, physical therapy. Approximate date of treatment- (B)(6)2016,spring 2017,various dates throughout 2017). Concomitant products included thyroid (armour thyroid) since 2015 for blood thyroid stimulating hormone abnormal, foggy feeling in head, memory disturbance and hypothyroidism, methocarbamol (robaxin) for cervical cancer and muscle spasms, hydrocodone bitartrate;paracetamol (norco) for neck pain and abdominal cramps as well as estradiol (estrogen) since (B)(6)2018, ibuprofen, meloxicam since 2017, naproxen and testosterone since (B)(6)2018. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)") and memory impairment ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)"). In 2007, the patient experienced ventricular tachycardia ("blood or heart disorder/condition type: tachycardia/ ventricular, 6 years after essure was implanted"). In 2010, the patient experienced fatigue ("chronic fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding)"), back pain ("back pain in kidney area"), arthralgia ("joint pain all over"), nausea ("nausea"), headache ("nagging headache") and palpitations ("heart palpitation") and was found to have heart rate irregular ("irregular heart beats start after essure"). In 2016, the patient experienced alopecia ("hair loss"). On (B)(6)2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), cyst ("cysts"), insomnia ("insomnia,"), depression ("depression /psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypothyroidism ("hypothyroidism"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), allergy to metals ("nickel allergy/rash to white gold") with rash, dysmenorrhoea ("dysmenorrhea (cramping) severe cramping /discomfort like a period cramp after placement for a few days"), flank pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding) (10/10)"), pyrexia ("keep and eye on the fever"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), arthritis ("arthritis"), fibromyalgia ("fibromyalgia"), neck pain ("neck pain") and intervertebral disc protrusion ("bulging disc at c4 and c5") and was found to have blood oestrogen increased ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)") and hormone level abnormal ("estrogen dominance, hormonal imbalance (event splitted for coding)"). The patient was treated with levothyroxine, progesterone and surgery (she had remove the essure, on (B)(6)2017 hysterectomy (full) with bilateral salpingectomy and two heart ablation procedures.). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal distension had resolved, the anxiety, fatigue, cyst, insomnia, blood oestrogen increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypothyroidism, bladder disorder, urinary tract disorder, endometriosis, ventricular tachycardia, feeling abnormal, memory impairment, allergy to metals, alopecia, abdominal pain, flank pain, pyrexia, heart rate irregular, back pain, arthralgia, nausea, headache and palpitations outcome was unknown, the depression had not resolved and the dyspareunia, arthritis, fibromyalgia, neck pain and intervertebral disc protrusion was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, blood oestrogen increased, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fibromyalgia, flank pain, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hypothyroidism, insomnia, intervertebral disc protrusion, memory impairment, menorrhagia, nausea, neck pain, palpitations, pelvic pain, pyrexia, urinary tract disorder, vaginal haemorrhage and ventricular tachycardia to be related to essure (ess205). The reporter commented: on (B)(6)2017, findings: uterus sounded to 8-9 cm, multiple fibroids seen on the uterus, bilateral tubes appeared normal with essure implant intact - not perforating thru at any part bilateral ovaries normal right ovary with pedunculated mass (looks like fibroma) indication: with menometrorrhagia and pelvic pain. Patient with history of essure implants and wanted them out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Bio-denticle hormone replacement therapy used for treatment of pain severe abdominal and low back pain in kidney area. Amour thyroid medication used for autoimmune disorder type of disorder: hypothyroidism. Amour thyroid was given for brain fog, memory issues, chronic fatigue and hair loss. Approximate weight at the time of essure placement 160 lbs. Two cervical epidural medication, physical therapy for herniated discs in neck from (B)(6)2016, spring 2017, various dates throughout 2017. Amour thyroid was taken from 2015, 2016,2017 upto now (current). On (B)(6)2017, had epidural done outside of kaiser was helping pain, now having neck pain again. Requesting refill of muscle relaxer. Ventricular tachycardia sip ablation. Periods are irregular. Going through perimenopause. Plan: gyn cytology screening for hpv plan: hpv cotest screening, age 30-65, high risk types, amplified probe declines influenza vaccination, zhypothyroidism. Plan: mammo bilateral screening sequential wor wo computer aided detection analysis. On (B)(6)2017, endorses pelvic, low back pain- was seen in gyn. Pain is worse at the time of her periods. Does have chronic neck/shoulder pain; was told she has bulging discs in neck. This pain is more manageable. On (B)(6)2017, have a low suspicion for an underlying autoimmune process, but working up further with the following: checking ana and subserologies, anca, complements, ua, spot protein, esr, crp, cbc, creatinine, al t, vitamin d. -although patient lacks widespread tender points, clinical presentation does raises the suspicion for fibromyalgia- patient technically meets 2010 acr criteria for fibromyalgia. Discuss treatment options further with patient, once additional labs are back. Can consider a trial of savella, given strong fatigue component. On (B)(6)2017, history-neck pain. Findings- there is mild reversal of the normal lordosis at the c4-cs level. There is, severe disc space narrowing at the c5-c6 level. There is mild disc space narrowing at the remaining levels of the cervical spine. The vertebral body heights are within normal l limits. The bone marrow signal is within normal limits. The posterior fossa unremarkable. The spinal cord is of normal signal and caliber. On (B)(6)2017, constipation worse at the time of the period. Takes an herbal supplement works well. Eats healthy. Never tried hormonal management - never took oral contraceptive pills - carcinogen. Has taken narcotics in past for cervical pain . Not very sex active due to pain and fatigue. On the same day, declines vaccination , screening mammogram for breast cancer, mammo bilateral screening sequential w or wo computer aided detection analysis , us trans abdominal and transvaginal pelvis non ob complete ,hcg , pregnancy test: urine poct , surgical pathology irregular vaginal bleeding rule out polyp or fibroid emb done check ultrasound pelvic pain could be endometriosis rule out fibromyalgia lots of pain and fatigue - will message rheumatology and see if referral is appropriate. Healthy lifestyle recommended - patient not able to exercise or do much due to pain and fatigue - although some symptoms may be related to menopause this is not typical for menopause patient thinks her essure is causing some of the symptoms - we can consider removing essure and or diagnostic laparoscopic for endometriosis - check ultrasound rule out cysts or fibroid. Recommend oral contraceptive pills low dose to control painful periods and ·irregular vaginal bleeding but patient declines. On the same day, ,proliferative endometrium ,no malignancy is identified gross description- the specimen is received in a formalin filled container labeled with the patients 10. The specimen consists of 2.8 cc of tan mucoid material and blood clot. Filtered. Ae/1. On the same day, impression: 1. Expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. 2. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1.7 x 2 x 1.8 cm. 3. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Assessment: pre operative exam. Uterine fibroids. Presence of essure implant contraceptive. On (B)(6)2017, surgical pathology report- clinical history- reason: patient has pelvic pain and irregular vaginal bleeding and history of fibroids . Patient with nickel implants in tubes - essure. Please check to see they have not migrated and evaluate fibroid location no results found for this base name: cr, gfr findings- metallic artifact with linear signal loss related to be essure devices are noted bilaterally in the fallopian tubes adjacent to the uterine cornua most prominently seen on t2-weighted and post contrast t1-weighted sequences with fat saturation. The uterus is retroverted. The uterus measures 7.8 x 4.5 x 5.9 cm. The uterus contains multiple intramural uterine fibroids, the largest of which is located within the anterior uterine body demonstrates heterogeneous enhancement measuring approximately 1.7 x 2x1.8cm. There is a small submucosal fibroid near the right uterine fundus demonstrating heterogeneous enhancement and measuring approximately.8 x 9 x 8 mm. The left ovary appears normal in size and measures 18 x 11 mm. The right ovary contains a physiologic appearing follicle and measures 2.9 x 2.2 cm. The follicle measures 1.6 x 1.3 cm. Trace free fluid in the pelvic cul-de-sac, likely physiologic. No pelvic lymphadenopathy as is the radiologic size criteria. There is a small cystic-appearing structure within the right vaginal introitus demonstrating no appreciable enhancement measuring 7 x 12 x 9 mm most compatible with a bartholin's gland cyst. Impression- expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1 . 7 x 2 x 1 . 8 cm. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Physiologic appearing right ovarian follicle measuring 2.9 x 2.2 cm. In reproductive age women with physiologic appearing follicles, no follow up typically recommended. Please correlate with menopausal status. Trace free fluid in the pelvis, likely physiologic. Probable right vaginal introits 7 x 12 x 9 mm bartholin¿s gland cyst. On (B)(6)2017, hpi: lots of cramping with bowel movement, gas cramps. Cramping swelling much better. On (B)(6)2017, after outside MRI and cesi in december helped. Symptoms returned right side neck, feels stiff and swollen, down to shoulder blade and paresthesia¿s in rue. On (B)(6)2017, final pathologic diagnosis a ovary, cyst, biopsy, right: benign ovarian fibroma b. Uterus, fibroid wi tube(s) I ovary(s), hysterectomy: cervix: chronic cervicitis and squamous metaplasia, nabothian cysts, endometrium: secretory endometrium myometrium: adenomyosis, leiomyoma, adenomatoid tumor fallopian tubes: no significant pathology. No malignancy identified. Clinical history: fibroid uterus, right ovarian biopsy, uterus, cervix, bilateral fallopian tubes. On (B)(6)2017, essure-not perforated. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: keep and eye on the fever, fatigue, mood swings, back pain, depression, genital bleeding, dyspareunia, abdominal distension, back pain, arthralgia, nausea, headache, palpitations, arthritis, fibromyalgia, neck pain, and intervertebral disc protrusion". Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet and social media record received. Events¿ dyspareunia (painful sexual intercourse), bloating, and back pain in kidney area, joint pain all over, nausea, nagging headache, heart palpitations arthritis, fibromyalgia, neck pain and bulging disc at c4 and c5¿ were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain (10/10)') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included vaginal cyst and ovarian biopsy. On (B)(6) 2017, denies widespread muscle pain. No joint pain or swelling. No weight loss or fevers. No disc issue before. Previously administered products included for birth control: nuvaring from 2001 to 2005. Concurrent conditions included fibroids since (B)(6) 2017, adenomyosis since (B)(6) 2017, uterine fibroid since (B)(6) 2017, musculoskeletal pain since (B)(6) 2017, pain in arm since (B)(6) 2017, numbness since (B)(6) 2017, upper back pain since (B)(6) 2017, painful r arm since (B)(6) 2017, paresthesia since (B)(6) 2017, fibroids (also wants to get fibroids out ready for hysterectomy.) Since (B)(6) 2017, bleeding breakthrough since (B)(6) 2017, bloating since (B)(6) 2017, mood swings since (B)(6) 2017, feeling sick since (B)(6) 2017, constipation since(B)(6) 2017, metrorrhagia (that is off on every other month for a couple of years) since (B)(6) -2017, night sweats since (B)(6) 2017, dyspareunia (no vaginal bleeding during sex.) Since (B)(6) 2017, menses irregular since (B)(6) 2017, menometrorrhagia since (B)(6) 2017, endometrial biopsy since (B)(6) 2017, fibromyalgia since (B)(6) 2017, endometrial polyp since (B)(6) 2017, hyperthyroidism since(B)(6) 2017, perimenopause since (B)(6) 2017, weight gain since (B)(6) 2017, poor sleep (at night) since (B)(6) 2017, low back pain since (B)(6) 2017, shoulder pain since (B)(6) 2017, ill feeling since (B)(6) 2017, neck pain (severe) since (B)(6) 2017, menstruation irregular since (B)(6) 2017, perimenopause since (B)(6) 2017, human papilloma virus infection since (B)(6) -2017, ventricular tachycardia (sip ablation) since (B)(6) 2017 and herniated disc (in neck nature of treatment- two cervical epidurals, medication, physical therapy. Approximate date of treatment- (B)(6) 2016,(B)(6) 2017,various dates throughout 2017). Concomitant products included thyroid (armour thyroid) since 2015 for blood thyroid stimulating hormone abnormal, foggy feeling in head, memory disturbance and hypothyroidism, methocarbamol (robaxin) for cervical cancer and muscle spasms, hydrocodone bitartrate;paracetamol (norco) for neck pain and abdominal cramps as well as estradiol (estrogen) since (B)(6) 2018, ibuprofen, meloxicam since 2017, naproxen and testosterone since (B)(6) 2018. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)") and memory impairment ("neurological conditions or problems type: brain fog, memory issues (events splitted for coding)"). In 2007, the patient experienced ventricular tachycardia ("blood or heart disorder/condition type: tachycardia/ ventricular, 6 years after essure was implanted"). In 2010, the patient experienced fatigue ("chronic fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding)"), the first episode of flank pain ("back pain in kidney area"), arthralgia ("joint pain all over"), nausea ("nausea"), headache ("nagging headache") and palpitations ("heart palpitation") and was found to have heart rate irregular ("irregular heart beats start after essure"). In 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding /abnormal bleeding (general)"), anxiety ("anxiety"), cyst ("cysts"), insomnia ("insomnia,"), depression ("depression /psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypothyroidism ("hypothyroidism"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), allergy to metals ("nickel allergy/rash to white gold") with rash, dysmenorrhoea ("dysmenorrhea (cramping) severe cramping /discomfort like a period cramp after placement for a few days"), the second episode of flank pain ("pain severe abdominal and low back pain in kidney area (event splitted for coding) (10/10)"), pyrexia ("keep and eye on the fever"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), arthritis ("arthritis"), fibromyalgia ("fibromyalgia"), neck pain ("neck pain"), intervertebral disc protrusion ("bulging disc at c4 and c5"), pruritus ("itching") and thermal burn ("burn on my finger") and was found to have blood oestrogen increased ("hormonal changes describe: estrogen dominance, hormonal imbalance (event splitted for coding)") and hormone level abnormal ("estrogen dominance, hormonal imbalance (event splitted for coding)"). The patient was treated with levothyroxine, progesterone and surgery (she had remove the essure, on (B)(6) 2017 hysterectomy (full) with bilateral salpingectomy and two heart ablation procedures.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal distension had resolved, the anxiety, fatigue, cyst, insomnia, blood oestrogen increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypothyroidism, bladder disorder, urinary tract disorder, endometriosis, ventricular tachycardia, feeling abnormal, memory impairment, allergy to metals, alopecia, abdominal pain, the last episode of flank pain, pyrexia, heart rate irregular, arthralgia, nausea, headache, palpitations, pruritus and thermal burn outcome was unknown, the depression had not resolved and the dyspareunia, arthritis, fibromyalgia, neck pain and intervertebral disc protrusion was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, arthritis, bladder disorder, blood oestrogen increased, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hypothyroidism, insomnia, intervertebral disc protrusion, memory impairment, menorrhagia, nausea, neck pain, palpitations, pelvic pain, pruritus, pyrexia, thermal burn, urinary tract disorder, vaginal haemorrhage, ventricular tachycardia, the first episode of flank pain and the second episode of flank pain to be related to essure (ess205). The reporter commented: on (B)(6) 2017, findings: uterus sounded to 8-9 cm, multiple fibroids seen on the uterus, bilateral tubes appeared normal with essure implant intact - not perforating thru at any part bilateral ovaries normal right ovary with pedunculated mass (looks like fibroma) indication: with menometrorrhagia and pelvic pain. Patient with history of essure implants and wanted them out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Bio-identicle hormone replacement therapy used for treatment of pain severe abdominal and low back pain in kidney area. Amour thyroid medication used for autoimmune disorder type of disorder: hypothyroidism. Amour thyroid was given for brain fog, memory issues, chronic fatigue and hair loss. Approximate weight at the time of essure placement 160 lbs. Two cervical epidural medication, physical therapy for herniated discs in neck from dec-2016, spring 2017, various dates throughout 2017. Amour thyroid was taken from 2015, 2016,2017 upto now (current). On (B)(6) 2017, had epidural done outside of kaiser was helping pain, now having neck pain again. Requesting refill of muscle relaxer. Ventricular tachycardia sip ablation. Periods are irregular. Going through perimenopause. Plan: gyn cytology screening for hpv plan: hpv cotest screening, age 30-65, high risk types, amplified probe declines influenza vaccination, zhypothyroidism plan: mammo bilateral screening sequential wor wo computer aided detection analysis on (B)(6) 2017, endorses pelvic, low back pain- was seen in gyn. Pain is worse at the time of her periods. Does have chronic neck/shoulder pain; was told she has bulging discs in neck. This pain is more manageable. On (B)(6) 2017, have a low suspicion for an underlying autoimmune process, but working up further with the following: checking ana and subserologies, anca, complements, ua, spot protein, esr, crp, cbc, creatinine, al t, vitamin d. -although patient lacks widespread tender points, clinical presentation does raises the suspicion for fibromyalgia- patient technically meets 2010 acr criteria for fibromyalgia. Discuss treatment options further with patient, once additional labs are back. Can consider a trial of savella, given strong fatigue component. On (B)(6) 2017, history-neck pain findings- there is mild reversal of the normal lordosis at the c4-cs level. There is, severe disc space narrowing at the c5-c6 level. There is mild disc space narrowing at the remaining levels of the cervical spine. The vertebral body heights are within normal l limits. The bone marrow signal is within normal limits. The posterior fossa unremarkable. The spinal cord is of normal signal and caliber. On (B)(6) 2017, constipation worse at the time of the period. Takes an herbal supplement works well. Eats healthy. Never tried hormonal management - never took oral contraceptive pills - carcinogen. Has taken narcotics in past for cervical pain . Not very sex active due to pain and fatigue. On the same day, declines vaccination , screening mammogram for breast cancer, mammo bilateral screening sequential w or wo computer aided detection analysis , us trans abdominal and transvaginal pelvis non ob complete ,hcg , pregnancy test: urine poct , surgical pathology irregular vaginal bleeding rule out polyp or fibroid emb done check ultrasound pelvic pain could be endometriosis rule out fibromyalgia lots of pain and fatigue - will message rheumatology and see if referral is appropriate. Healthy lifestyle recommended - patient not able to exercise or do much due to pain and fatigue - although some symptoms may be related to menopause this is not typical for menopause patient thinks her essure is causing some of the symptoms - we can consider removing essure and or diagnostic laparoscopic for endometriosis - check ultrasound rule out cysts or fibroid. Recommend oral contraceptive pills low dose to control painful periods and ·irregular vaginal bleeding but patient declines. On the same day, ,proliferative endometrium ,no malignancy is identified gross description- the specimen is received in a formalin filled container labeled with the patients 10. The specimen consists of 2.8 cc of tan mucoid material and blood clot. Filtered. Ae/1. On the same day, impression: 1. Expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. 2. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1.7 x 2 x 1.8 cm. 3. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Assessment: pre operative exam. Uterine fibroids. Presence of essure implant contraceptive. On (B)(6) 2017, surgical pathology report- clinical history- reason: patient has pelvic pain and irregular vaginal bleeding and history of fibroids . Patient with nickel implants in tubes - essure. Please check to see they have not migrated and evaluate fibroid location no results found for this base name: cr, gfr. Findings- metallic artifact with linear signal loss related to be essure devices are noted bilaterally in the fallopian tubes adjacent to the uterine cornua most prominently seen on t2-weighted and post contrast t1-weighted sequences with fat saturation. The uterus is retroverted. The uterus measures 7.8 x 4.5 x 5.9 cm. The uterus contains multiple intramural uterine fibroids, the largest of which is located within the anterior uterine body demonstrates heterogeneous enhancement measuring approximately 1.7 x 2x1.8cm. There is a small submucosal fibroid near the right uterine fundus demonstrating heterogeneous enhancement and measuring approximately.8 x 9 x 8 mm. The left ovary appears normal in size and measures 18 x 11 mm. The right ovary contains a physiologic appearing follicle and measures 2.9 x 2.2 cm. The follicle measures 1.6 x 1.3 cm. Trace free fluid in the pelvic cul-de-sac, likely physiologic. No pelvic lymphadenopathy as is the radiologic size criteria. There is a small cystic-appearing structure within the right vaginal introitus demonstrating no appreciable enhancement measuring 7 x 12 x 9 mm most compatible with a bartholin's gland cyst. Impression- expected metallic artifact with linear signal loss related to essure device placement in the bilateral fallopian tubes adjacent to the uterine cornua. Retroverted uterus containing predominantly intramural uterine fibroids with the largest intramural fibroid located in the anterior uterine body measuring 1 . 7 x 2 x 1 . 8 cm. Small submucosal fibroid near the right uterine fundus measuring 8 x 9 x 8 mm. Physiologic appearing right ovarian follicle measuring 2.9 x 2.2 cm. In reproductive age women with physiologic appearing follicles, no follow up typically recommended. Please correlate with menopausal status. Trace free fluid in the pelvis, likely physiologic. Probable right vaginal introits 7 x 12 x 9 mm bartholin¿s gland cyst. On (B)(6) 2017, hpi: lots of cramping with bowel movement, gas cramps. Cramping swelling much better. On (B)(6) 2017, after outside MRI and cesi in december helped. Symptoms returned right side neck, feels stiff and swollen, down to shoulder blade and paresthesia¿s in rue on (B)(6) 2017, final pathologic diagnosis a ovary, cyst, biopsy, right: benign ovarian fibroma b. Uterus, fibroid wi tube(s) I ovary(s), hysterectomy: cervix: chronic cervicitis and squamous metaplasia, nabothian cysts, endometrium: secretory endometrium myometrium: adenomyosis, leiomyoma, adenomatoid tumor fallopian tubes: no significant pathology. No malignancy identified. Clinical history: fibroid uterus, right ovarian biopsy, uterus, cervix, bilateral fallopian tubes. On (B)(6) 2017, essure-not perforated. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: keep and eye on the fever, fatigue, mood swings, back pain, depression, genital bleeding, dyspareunia, abdominal distension, back pain, arthralgia, nausea, headache, palpitations, arthritis, fibromyalgia, neck pain, and intervertebral disc protrusion, pruritus and thermal burn. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events added: itching and burn on my finger. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), fatigue ("chronic fatigue"), cyst ("cysts"), insomnia ("insomnia,") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, cyst, insomnia and depression outcome was unknown. The reporter considered anxiety, cyst, depression, fatigue, genital haemorrhage, insomnia and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.